Event description:
Patient complained of pain. X-rays show well fixed lcs femoral component, but a tibial tray that had subsided into varus.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.